Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient had a left exeter trident primary hip replacement done by dr in (B)(6) 2015. Patient had a car accident and since then the hip has dislocated twice. Revision today was due to dislocation. Patient is noted by surgeon to have very lax soft tissue and he also noted she had a hip replacement done on the right side and it dislocated twice within one week post-op and required revision. Surgeon noted that the cup and stem were well positioned so the liner and head were removed and replaced with an mdm liner and new head.

Manufacturer narrative:
Reported event an event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: the available medical records were provided to the consulting clinician for a review which was stated, "cannot confirm event, need additional information; primary and full revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components." -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient had a revision due to dislocation. The available medical information was provided to the consulting clinician for a review which was deemed insufficient to confirm the event. The event could not be confirmed nor the exact cause be determined as insufficient information was provided. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a left exeter trident primary hip replacement done by dr in (B)(6) 2015. Patient had a car accident and since then the hip has dislocated twice. Revision today was due to dislocation. Patient is noted by surgeon to have very lax soft tissue and he also noted she had a hip replacement done on the right side and it dislocated twice within one week post-op and required revision. Surgeon noted that the cup and stem were well positioned so the liner and head were removed and replaced with an mdm liner and new head.